Event description:
It was reported that a damage lhole or rip was found on the tyvek in a package. There was no patient involvement.

Manufacturer narrative:
(B)(4). Information unavailable. Eleven packages were received, ten exhibited no damage,a hole in a package was confirmed. Package contained an array of holes on the tyvek lid. The holes are arranged in what appears to be a pattern. The holes themselves have a distinct diamond pattern as well. Based on the visual inspection of the lid, it appears that ink from the flexographic printer on the packaging machine exists on portions of the damaged raw material. Based on the examination of the damage, it is concluded that the damage was caused by some type of impact to the tyvek material while it was possibly in contact with a hard surface. The holes appear to pucker from the adhesive side of the material outward to the non-adhesive side. Based on the investigation into the packaging and supplier process and the visual inspection of the sample, it is suspected that the damage to the sample was caused by an impact force to the tyvek, but it is unknown how or when the damage could have occurred.